Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4+ and enlarged atrium. A triclip steerable guide catheter (tsgc) and a triclip xtw were inserted without issues. However, while steering the clip, a septal hugger was observed. It was noted that the minus knob was applied at 180 degrees and the l knob was used to its max capability, with not as much septal hugger correction gain as expected. Grasping was performed. However, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but was the issues continued to occur. Therefore, the clip was removed from the patient. While outside the patient, the gripper line was observed to have detached. While preparing a new triclip xtw and before inserting the clip, it was observed that the tsgc was not straightening. Therefore, the tsgc was removed and replaced. The procedure was completed with two clips implanted, reducing the tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported positioning failure (unable to straighten) could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.